Manufacturer narrative:
See associated MDR 3031658894-2026-00022 for secondary stent used during the same procedure. Device investigation: investigations confirmed the device met all manufacturing specifications, with no malfunction or nonconformance identified. The procedure was completed using a competitor stent, and no patient harm or adverse clinical outcome was reported. An investigation was initiated to identify the underlying failure mode(s) associated with delivery system deployment complications which may result in high resistance or inability to deploy the stent. This MDR is being submitted retrospectively as part of corrections implemented through cap-us-006-26 to ensure reporting compliance. At the time of the event, the complaint was assessed as non-reportable; however, the retrospective review determined that the event meets the reporting requirements of 21 cfr part 803 since the reported event may cause or contribute to an adverse event if it were to recur. Inspiremd's recall (recall no. Z-2330-2026), initiated on may 1, 2026, identified a delivery system issue in the cguard® prime carotid stent system. However, this event occurred prior to the initiation of the recall activities. CAPA-027-25 has been initiated to further evaluate similar field-reported performance issues, and complaint trending activities remain ongoing.

Event description:
It was reported that during an elective transfemoral procedure, the physician experienced resistance deploying the stent. The physician attempted a secondary stent and resistance was also felt. The stent was unable to be deployed. A competitor stent was deployed successfully and there was no patient injury or adverse clinical outcome reported.